Event description:
The customer reported via phone call that she had been experiencing high blood glucose for the past 2 days. Customer changed the infusion set and found a bent cannula. Customer stated that she woke up with a blood glucose of 330 mg/dl. Customer took shots at breakfast. Before the customer changed the infusion set, she had a blood glucose up to 599 mg/dl. Customer took a shot and her blood glucose went down to 382 mg/dl and then back up to 410 mg/dl. Customer's blood glucose at the time of the incident was 460 mg/dl. Customer's current blood glucose was 410 mg/dl. Customer treated manually with shots. Troubleshooting was performed and the customer found that the cannula was not bent. Customer declined to check their settings. Customer was at camp and will call back once she has the tubing clamp. Customer was able to prime the tubing and insulin flow was present. Customer was advised that the pump was working as expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.